Event description:
The following article was received based on a literature review: article: evaluation of a modified sutureless technique for scleral fixation of one-piece posterior chamber intraocular lens: a retrospective study. Rapid response team comments:"a retrospective chart review was done to present the one-year outcomes of a modified technique for transscleral suture fixation of a posterior chamber intraocular lens (pciol) in aphakic eyes. This technique is considered off-label.a total of 45 patients (n=45 eyes) underwent transscleral suture fixation of a foldable one-piece pciol, tecnis® zcb00 (abbott medical optics, santa ana, ca) through scleral pockets. (Prolene) 8¿0 sutures were also used in the study. Complications included: transient corneal edema (n=8, 17.7%), transient elevated intraocular pressure (iop) (n=10, 22.2%), the central corneal edema and elevated iop during the first week after surgery were resolved within 3 weeks with topical medication. Post operation hypopyon (n=3, 6.6%) which resolved within 1 week with systemic and topical corticosteroids. Post operation hypotonia (n=3, 6.6%) the day after surgery where iop normalized after 3 days with a contact bandage lens. Cystoid macular edema (cme) (n=3, 6.6%) revealed by optical coherence tomography (oct) one month after surgery; all had undergone scleral fixation of the iol due to complicated cataract surgery. Cme resolved in all cases following a sub-tenon triamcinolone injection.

Manufacturer narrative:
Section a2: mean age 61.6 ± 16.05 years, ranging from 7 to 82 years. Section a3: 33 males and 12 females. Sections a4, a5: information unknown/not provided. Section b3 - date of event: exact date not provided. The article was accepted on december 31, 2024. Section d4 - catalog #: a complete number is unknown, as product serial number was not provided. Section d4 - serial #: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6a - implant date: unknown/ not provided section d6b - explant date: n/a - lens remains implanted. Section h3 - the intraocular lens was not returned for analysis (the device remains implanted). The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. Citation: johari, m., attar, a., eghtedari, d., & razavizadegan, s. A. (2025). Evaluation of a modified sutureless technique for scleral fixation of one-piece posterior chamber intraocular lens: a retrospective study. Frontiers in medicine, 2024. Https://doi.org/10.3389/fmed.2024.1503394. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.